Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 234 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Moisture damage was also found on the keypad traces and electronic assembly. No moisture damage was found inside the battery tube. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.